Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was over infused. They stated that the pump was supposed to infuse for twelve hours, but that it completed the infusion in six hours. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).